Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the allegation given by the customer's diabetic specialist nurse, the user of an accu-chek spirit combo insulin pump died due to diabetic ketoacidosis. The nurse reported that the memory of the patient's blood glucose meter (brand unknown) was downloaded after the patient had been admitted to the hospital on (B)(6) 2015. The memory review done by the nurse revealed that the customer had performed several blood glucose readings on the night of (B)(6) 2015, and the blood glucose values were reported to have been higher with each successive measurement. The nurse also reported that the patient had programmed a number of boluses via the pump in that same timeframe. The patient was found unconscious by relatives on (B)(6) 2015 at 16:30, and a blood glucose measurement showed the result 'hi' (=higher than the measurement range). The patient was taken to hospital. At the hospital, a blood glucose value of 55 mmol/l was measured. The patient died on (B)(6) 2015. The nurse and some family members believe that the pump may not have worked correctly. Some family members with medical background feel that the patient may not have followed the advice for treating high blood glucose levels on a pump. It was confirmed that the patient had insulin pens available in the house. Requests have been made to return the pump for product evaluation.